Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave a technical error indicating power error during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. Our field service engineer (fse)visited the hospital and conducted an investigation of the device. The fse checked the device log and noticed that the device generated an technical alarm for power error on first of may, that is considered to be the actual event date. Further more fse measured the power supply voltages and did not notice any deficiency, therefore no electronic components was replaced in the device. The device was verified without issues and therefore returned back to clinical usage. There has been no reoccurring issues on this device. The power related alarm indicates that the power inside dive was temporary below 21.5 volt at the time. We have not been able to establish the root cause for this condition. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4)